Event description:
Procedure type: lap colon. According to the reporter: about 10 minutes after inserting the port, the balloon broke. The procedure was completed with another. No tissue damge. No bleeding. Nothing fell into the cavity. Extended or time: unk. No patient injury was reported. Patient status: ok. No further patient info available.

Manufacturer narrative:
(B) (4).